Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer was in water with the pump for about 5-10 minutes and afterward, pump battery would not charge. Water was observed leaking from the pump. Customer's blood glucose was within range (value not provided). Customer reverted to using another pump for insulin therapy.